Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection of the instrument did not reveal any cauterized tissue on the jaws. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. No product issue related to the complaint was found. Additionally, the instrument was found to have a frayed distal pitch cable at the proximal clevis. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity, causing difficulties to articulate properly and stiffness. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable damage. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the maryland bipolar forceps instrument entrapped tissue. Cauterized tissue adhered to the instrument jaws upon opening and the surgeon struggled to separate the instrument from delicate tissue. The procedure was completed as planned. Multiple attempts to obtain additional information have been made; however, no further details have been received.